Manufacturer narrative:
.

Event description:
It was reported that during a lap cholecystectomy procedure, when fired the device, it stuck on tissue. As the jaws would not open, another device was used to clip above and below to remove device. There was no impact to the pt.